Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized. The customer stated having issues with the sensor glucose reading versus the blood glucose reading. Days later, the customer called back and stated that he was hospitalized and had ketones. The customer stated that maybe it was a mixture of using a new insulin pump or the doctor did not give him the correct basal or sensitive. The customer stated that the doctor took everything away from him and started over again from the start point, but he ended in the hospital in (B)(6) 2013. The customer mentioned that he over calibrated when his blood glucose does not move rapidly and three to four times a day. No further information was provided.